Manufacturer narrative:
(B)(4). Medical product: tinbn vg int ps anat fm l 70mm: catalog#18132tnbn, lot#3560859; tnbn pol cocr fin tib tray 71: catalog#141253tnbn, lot#2017051899; unknown tibial stem: catalog#ni, lot#ni; unknown patella component: catalog#ni, lot#ni; refobacin bone cement: catalog#ni, lot#ni. Report source: foreign: italy. Customer has indicated that the product will not be returning to zimmer biomet for evaluation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow up report will be submitted.

Event description:
It was reported via a clinical study that a patient underwent an initial left total knee arthroplasty. Approximately one year and two months post implantation, the patient underwent revision surgery due to pain. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Per package insert, pain is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.